Manufacturer narrative:
Event site postal code - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that while inserting the intra-aortic balloon (iab), there was a large amount of blood leaking from the sheath. The iab was removed and a new one was inserted to provide therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
UDI # is incomplete as primary di number is not available at this time. Device evaluation: the product was returned with the membrane completely unfolded and blood found on the exterior of the catheter and between sheath. The sheath was returned partially covering the membrane. Three kinks were observed on the catheter approximately 76.4cm, 69.8cm and 55.9cm from the iab tip. Additionally, one kink was observed on the inner lumen approximately 55.9cm from iab tip. The extender tubing was also returned. The sheath was returned with a bend at the tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed, and no leaks were detected. A leak test was preformed on the returned sheath and no leaks were detected. The reported events cannot be confirmed by the evaluation. A kink in the inner lumen could prevent the sheath from maintaining proper positioning on the iab catheter, potentially resulting in a leak. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).